Event description:
After the second pass, the needle could not retract into the sheath. When the physician removed the device, they were able to keep the sample then used a second needle to completed the procedure. No harm to the patient reported. A section of the device did not remain inside the patient's body. The patient did not require any add'l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of patient outcome. The complaint issue was reported as follows: "after the second pass, the needle could not retract into the sheath. When the physician removed the device they were able to keep the sample then used a second needle to complete the procedure." There were no echo-hd-22-c (echo) devices of lot # c718889 in stock at the time of the complaint investigation. To date, the echo device involved in this complaint has not been rec'd for evaluation. Therefore the customers' complaint cannot be confirmed. With the info provided, a document based investigation was carried out. A possible cause of this complaint may be due to the needle/sheath becoming kinked below the sheath extender. This kinking may have prevented the advancement/retraction of the needle for the user. This kinking can occur due to product handling when removing the device from the packaging or during device introduction into the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become kinked. As the echo device involved in this complaint was not returned for evaluation, it is not possible to conclusively state if this is the root cause of this complaint. It should be noted that no adverse effects to the patient were reported as a result of this occurrence. The complaint info rec'd confirmed another device was used and the procedure was successfully completed. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. This includes a check to verify the needle extension is within specification when advanced and that the needle fully retracts. A review of the relevant manufacturing records did not reveal a discrepancy related to the reported complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed for the rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.